Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer returned x-rays of the patient's full mouth, and it was noted that the implant fractured at the collar, as noted when the restorative crown was removed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant was fractured and is still in the patient's mouth in site #19 as the doctor called and indicated that the implant will remain in place and be buried. It was reported that the patient was also experiencing pain. The reported event was confirmed following inspection of the returned x-rays. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k013227. Product not returned to manufacturer.

Event description:
It was reported that the (tsvh11) implant fractured in the patient's mouth.